Event description:
It was reported that the lead impedance trend for the low voltage portion of the right ventricular (rv) lead was at 600 ohms until (B)(6) 2012 when it decreased and then started to steadily increase. The r-wave amplitude went from 12 millivolts to 3 millivolts at that time and has stayed at approximately 3 millivolts. Recently the impedance has been at 1300 ohms with one spike of 1700 ohms. The lead also exhibited high short interval counts (sic). The physician will not change out the lead as he feels that this may be a change in the myocardium that is responsible for the lead issues. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated a lead warning alert and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).